Event description:
Healthcare professional further reported "hole in valve."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening crack and opening curved on anterior. Leak test and microscopic analysis was performed which identified sharp opening on anterior, opening crack of the valve and striated opening on radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool. A sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.